Event description:
It was reported that the catheter could not be inserted over a .035" guidewire in order to perform an angioplasty procedure. The catheter was removed & replaced to complete the procedure without pt injury or further complications being reported.